Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 2/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. The mfg records were reviewed and no complaint related issues were found. Our investigation found that the tip of the drill bit was broken off. The broken tip was not sent along with the shaft. The microscopic view of the broken surface does not show any material structure deviations. The available dimensions checked with a micrometer are according to specs. We suppose that a mechanical overloading situation while in use lead to the breakage.

Event description:
The surgeon was drilling a hole during a procedure for an anterior cervical discectomy fusion. While drilling the hole, the drill bit broke halfway down the shaft. This did not result in any pt injury. All broken pieces were retrieved from the pt, and the surgery was completed successfully.